Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues. The MFR is attempting to acquire the suspect device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report (B)(4)from the intermacs registry stating that the pt received a red heart alarm and the pump stopped. The pt's spouse exchanged the system controller, as per instructions in the info for use (IFU), with no residual issues. The hospital provided the pt with a replacement system controller.